Event description:
It was reported that during a hemorrhoidectomy, there is postoperative bleeding, as well as after firing the device, it requires manual suturing. There was a one hour extension of or time due to manual suturing.